Event description:
The foot pedal to control the otologic drill was non-functional. Because of this we had to abort a procedure (mastoidectomy) that would've benefited the patient. This increases the chance of recurrence, thereby increasing the risk that the patient may need another operation.